Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident however the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, the reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 85% stenosed proximal left anterior descending artery. When a 3.5 x 28 mm xience prime stent was deployed at 14 atmospheres, a proximal edge dissection occurred. A 3.5 x 23 mm xience v stent was implanted to treat the dissection. There was no reported clinically significant delay in the procedure. No additional information was provided.